Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold and opening curved on radius. A visual and microscopic analysis was performed which identified: striated opening on radius, stress marks, wear abrasion and non-penetrating nicks. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage the event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.